Manufacturer narrative:
Reported event: an event regarding disassociation is reported involving stem. The event is confirmed. Method & results: product evaluation and results- visual inspection of images performed and stated that; explanted damage, black material and blood drops can be observed on stem surface. Stem taper is also seems to be severely worn. Functional, dimensional and material analysis could not performed as product was not received. Clinician review: no medical records were received for review with a clinical consultant. Complaint history review: there have been no other events for the lot referenced . Conclusions: it was reported patient underwent hip revision surgery for pain and elevated metal ion. The event is confirmed by attached images. Visual inspection of attached images performed and stated that; explanted damage, black material and blood drops can be observed on stem surface. Stem taper is also seems to be severely worn. . Functional, dimensional and material analysis could not performed as product was not received. The exact cause of the event could not be determined because lack of information for example: further information such as pre- and post- operative x-rays and the primary operative report as well as patient history and follow- up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
As reported: "patient underwent hip revision surgery for pain and elevated serum metal ion levels." Pictures provided of an explanted stem, head, liner, and shell. Update: spoke to rep. There are no allegations against the revised shell or liner, surgeon simply wanted to revise the shell.